Event description:
Reporter indicated that the pt is complaining of constant hoarseness. It was reported that the pt was diagnosed with vocal cord paralysis. The name of the ent who diagnosed the vocal cord paralysis is unknown at this time as well as the date that it was diagnosed. The pt's device had been turned on to 0.5ma/30hz/500 microseconds/30sec on/5min off. Physician plans to program the pt's device to off until the problem resolves. Attempts to obtain add'l info have been unsuccessful to date.